Event description:
Additional information received reports that the patient does not have ineffective stimulation and therefore this is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the patient does not have ineffective stimulation and therefore this is no longer reportable.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3146, UDI: (B)(4), serial:(B)(6), batch:6192219. Common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000044592.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2023 in which a trial lead was added due to ineffective stimulation on the patient's right side. Further surgical intervention may be pending. The investigation was not able to determine which lead contributed to this issue.